Event description:
It was reported "customer reports powerloc max frequently leaking. Nurse manager and educator say you can see the holes in the tubing where the leaks originate. Rn was drawing labs from patient's chemo port when tubing busted, causing heparin flush to come out of tubing. Patient did not receive enough heparin to hemlock port and needed to be re-accessed. When rn entered room to re-access patient's port, rn found micro clave with the tubing connector in the bed, not connected to patient's access needle and tubing. Patient's chemo port tubing was completely exposed." What type of catheter securement was utilized? Centurion sorbaview shield contour at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)? : rn went to push heparin into the port at 0300 and when flushing the heplock, the tubing busted. When she came back in the room with supplies to reaccess the patient¿s chemoport, it was found that not only did the tubing busted, but the tubing by the endcap had completely detached and was laying in the bed, leaving the tubing wide open and exposed which poses a risk to patient who is receiving chemotherapy and is immunocompromised. What was infusion when the leak was discovered? Heparin flush. Any patient symptoms related to fluid leak? N/a was the needle removed? Yes. Was a new needle placed? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. Patient had to be stuck with a new chemoport needle the day before discharge due to this occurrence.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfuf078 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer reports powerloc max frequently leaking. Nurse manager and educator say you can see the holes in the tubing where the leaks originate. Rn was drawing labs from patient's chemo port when tubing busted, causing heparin flush to come out of tubing. Patient did not receive enough heparin to hemlock port and needed to be re-accessed. When rn entered room to re-access patient's port, rn found micro clave with the tubing connector in the bed, not connected to patient's access needle and tubing. Patient's chemo port tubing was completely exposed." What type of catheter securement was utilized? Centurion sorbaview shield contour at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)? : rn went to push heparin into the port at 0300 and when flushing the heplock, the tubing busted. When she came back in the room with supplies to reaccess the patient¿s chemoport, it was found that not only did the tubing busted, but the tubing by the endcap had completely detached and was laying in the bed, leaving the tubing wide open and exposed which poses a risk to patient who is receiving chemotherapy and is immunocompromised. What was infusion when the leak was discovered? Heparin flush. Any patient symptoms related to fluid leak? N/a. Was the needle removed? Yes. Was a new needle placed? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. Patient had to be stuck with a new chemoport needle the day before discharge due to this occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the y-site revealed that the crack propagated along a weld line feature in the material. The crack exhibited a granular fracture surface. Abundant superficial stress fracturing was observed throughout the region of the y-site near the orifice. The crack occurred along a molding feature in the y-site material. The abundant stress fracturing was also indicative of material embrittlement, likely caused by manufacturing conditions. The device is a supplied component and the supplier has been notified of this event.